Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. A visual inspection of the device confirmed the reported loop at the distal end was broken off and was not returned, a microscope inspection at the distal end revealed both yellow colored insulation posts are charred and melted at the breakage points. Also, one yellow insulation post was melted and split which is indicative of thermal damage. The stabilizing tube appeared to be bent. The blue insulation shaft and the proximal end of the device has no issues. No functional testing could be performed due to the broken loop.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the user facility. The user facility later reported the correct model of the subject device is a22201c with lot number 16062p03l002

Manufacturer narrative:
The two referenced hf electrodes were not returned to olympus for evaluation. Therefore, the exact cause of the reported event could not be determined. However, based on similar reported events related to the hf electrode the most probably cause of the reported event can be attributed to the following: the electrode loop was used to manipulate the surrounding tissue with excessive force which can cause the loop wire to bend/break, electrical output settings on the electrosurgical generator are too high, electrical output is activated for too long and the loop wire comes in contact with metal material during hf output which can lead to melting and burning of the loop wire. If additional information becomes available or if the electrode is returned for evaluation at a later date, this report will be supplemented accordingly. Additionally, the original equipment manufacturer performed a review of the device history records (DHR) for the concerned device/lot number and revealed no deviations regarding the function and safety of the device.

Event description:
Olympus was informed that the loop on two electrodes ((B)(4)) broke and fell into a patient during a operative hysteroscopy procedure. The loop fragments were retrieved from the patient¿s uterine cavity using a grasper. The reported event caused delays in the surgery. A third electrode ((B)(4)) was used to complete the procedure. No patient injury was reported. 1 of 2.